Event description:
On (B)(6) 2016, the reporter (mother) for the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter had displayed an unknown error message - ¿strip error.¿ the complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began on ¿(B)(6) 2016, 7:30am.¿ the patient manages his diabetes with insulin (self-adjuster) and reported that he continued with his usual diabetes management routine as a result of the alleged product issue. The reporter stated that ¿a few hours¿ after the alleged product issue began the patient developed symptoms of ¿nauseated.¿ the reported denied that the patient received any treatment. The alleged product issue remained unresolved after trouble shooting. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as the alleged product issue was not resolved during troubleshooting.